Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing long charge time on the device. An out-of-clinic capacitor maintenance check also showed a long charge time error. No further information.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
New information received notes that the device was explanted and replaced. Patient was stable before, during and after the procedure.